Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient needed to have her implantable neurostimulator (ins) battery replaced soon because the rechargeable battery was nearly nine years old. It was noted that the patient was in the process of transitioning to a new managing healthcare professional. It was also reported that the patient had lost her patient programmer and had a return of symptoms. The patient had been in pain because she was unable to make therapy adjustments without the patient programmer. A replacement patient programmer was requested. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event outcome and steps taken to resolve the reported pain and return of symptoms. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received from a manufacturer's representative (rep) reported the patient's system was fine. The impedances were checked and were within normal limits. The patient was reprogrammed to get better leg and back coverage. The patient was receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The patient who was implanted for failed back surgery syndrome reported their back was acting up starting the day prior, and they couldn't walk. The patient later stated they received a call from the manufacturer's representative (rep) who told her it was very important that she had her implantable neurostimulator (ins) battery changed. It was confirmed with the patient they hadn't reached end of service (eos) yet. It was further reported the patient was meeting with a new physician on (B)(6) because her previous physician retired. At that appointment the rep. Was going to check the patient&#38112;system. The patient thought her back was hurting because she might need a new battery.